Manufacturer narrative:
Other applicable components are: product ID: neu_wrench_acc, product type: accessory. Product ID: neu_wrench_acc, product type: accessory.

Event description:
Additional information from the manufacturing representative (rep) showed ins was returned along with 2 hex wrench accessories with no allegation.

Manufacturer narrative:
Analysis results indicated no significant anomalies with the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the representative reported an impedance issue. The patient stopped feeling stimulation despite turning up the amplitude. The patient also indicated she was not getting therapeutic response either. It was noted there was no complaint of poor response until (B)(6) 2016. On (B)(6) the representative met the patient to check impedances and they showed >4,000 ohms on nearly every electrode configuration. The healthcare provider (hcp) was not sure if it was the lead that came loose, so he wanted to complete an exploratory surgery. The patient was able to feel a little stimulation on electrode 0 but at a very high amplitude. It was noted revision had occurred, but was unknown if the patient recovered completely. After testing lead only, impedances were showing normal range and great motor responses. The hcp tested impedances with the old implantable neurostimulator (ins) in the pocket site and showed >4,000 ohms. The hcp decided to replace the ins and the impedances resolved. The impedance values were showing between 500-1000 ohms. Additional information received via the representative on (B)(6) 2016 reported the cause of the high impedance was not necessarily determined. Once the existing lead was connected to the new ins, the impedance readings were normal. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.